Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was confirmed. The dso (downstream occlusion sensor) would not calibrate. The dso was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream occlusion voltage rests at 1-2mv. No adverse effects reported.